Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings:a visual inspection of the pump showed the keypad cover was peeling off the base. During testing, the up arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. Evidence of contamination was found under the up arrow and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.